Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Beginning (B)(6) 2015 atrial ffrw oversensing was observed in the electrograms during non-sustained ventricular tachycardia episodes and non-sustained high rate episodes.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise and it was noted when the patient pressed their hands together, oversensing in the atrium was observed. A fracture was suspected. In addition, a lead integrity alert (lia) had previously triggered due to high right ventricular (rv) lead pacing impedance and noise/oversensing was noted, along with high-rate non-sustained tachycardia episodes. A fracture was suspected. At the time the patient presented due to the alert, the physician chose to continue monitoring the patient. It was later decided to explant the rv and ra leads and during the laser extraction procedure, it was noted the leads were cut during the removal process. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.